Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedances of greater than 125 ohms. Previously, the patient received an inappropriate shock for supraventricular tachycardia (svt) and the rv lead had high, out-of-range shock impedances. When performing a pain free shock test, the rv lead's shock impedance measured 166-168 ohms. Finally, while the patient was admitted for a svt ablation procedure, the physician performed defibrillation threshold (dft) testing and once again the rv lead had high, out-of-range shock impedance measurements, eliciting a fault code 1005 notification. The physician planned to revise the lead, but as of this moment the device and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedances of greater than 125 ohms. Previously, the patient received an inappropriate shock for supraventricular tachycardia (svt) and the rv lead had high, out-of-range shock impedances. When performing a pain free shock test, the rv lead's shock impedance measured 166-168 ohms. Finally, while the patient was admitted for a svt ablation procedure, the physician performed defibrillation threshold (dft) testing and once again the rv lead had high, out-of-range shock impedance measurements, eliciting a fault code 1005 notification. The physician planned to revise the lead, and the device and rv lead were later replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedances of greater than 125 ohms. Previously, the patient received an inappropriate shock for supraventricular tachycardia (svt) and the rv lead had high, out-of-range shock impedances. When performing a pain free shock test, the rv lead's shock impedance measured 166-168 ohms. Finally, while the patient was admitted for a svt ablation procedure, the physician performed defibrillation threshold (dft) testing and once again the rv lead had high, out-of-range shock impedance measurements, eliciting a fault code 1005 notification. The physician planned to revise the lead, and the device and rv lead were later replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedances of greater than 125 ohms. Previously, the patient received an inappropriate shock for supraventricular tachycardia (svt) and the rv lead had high, out-of-range shock impedances. When performing a pain free shock test, the rv lead's shock impedance measured 166-168 ohms. Finally, while the patient was admitted for a svt ablation procedure, the physician performed defibrillation threshold (dft) testing and once again the rv lead had high, out-of-range shock impedance measurements, eliciting a fault code 1005 notification. The physician planned to revise the lead, but as of this moment the device and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event. This report will be updated should additional information become available or if analysis is completed.